Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker set screw failed to be tighten after lead insertion. The pacemaker was not used and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of could not connect the atrial lead to the pacemaker was confirmed. Analysis revealed numerous incorrect wrench insertions by the user/physician resulted in holes being punched in the septum. The septum punch-outs landed in the setscrew inset, hindering the complete insertion of the wrench and causing it to slip. This slippage led to the stripping of the setscrew inset along with the partial wrench insertion, making it impossible to tighten the setscrew. Similar issue was noted on the rv septum. The incorrect use of the wrench led to the setscrew being screwed out of the connector block socket, preventing the rv-setscrew from being tightened onto a lead. No device anomalies were found. Both the a- and rv-setscrew issues stemmed from the incorrect use of the torque wrench by the user.